Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, a blood test confirmed worsening heart failure. On (B)(6) 2020, an echocardiogram revealed the gripper was not fully grasping the posterior leaflet , resulting in the clip to partially move. The clip remains stable on the leaflets. On (B)(6) 2020, the patient underwent a second mitraclip procedure to treat recurrent mr grade of 4. One additional clip was implanted, reducing mr to 1-2. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the partial clip movement. The mitral regurgitation (mr) was due to patient and procedural condition conditions (severe aortic regurgitation and the position of the implanted clip). The dyspnea appears to be the result of the increase mr. The heart failure appears to be due to a combination of the partial clip movement and recurrent mr. The reported patient effects of recurrent mr, dyspnea and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: result code 213 removed; conclusion code 50 removed.

Manufacturer narrative:
The device was not returned for analysis and there was no reported device malfunction. The reported patient effects of recurrent mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported recurrent mr appears to be related to patient conditions and the dyspnea was a result of the mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, at a slightly clockwise angle, reducing mr to less than 1. In (B)(6) 2019, the patient experienced dyspnea. On (B)(6) 2019, transesophageal echocardiogram showed the mr increased to 4. The implanted clip was stable on both leaflets. The physician felt the increased mr was exacerbated by severe aortic regurgitation and the position of the implanted clip. The patient was given an increased dose of ace inhibitors. No additional information was provided.